Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis confirmed internal abrasions with externalized conductors at 10.6-14.8cm (one rv cable exposed and abraded) and 28.2-29cm from the end of the distal tip. External abrasion was also noted at 14.6-14.7cm from end of distal tip, consistent with that produced by friction with another device or feature of the heart.

Event description:
The patient presented in the or for change out and fluoroscopy revealed externalized conductors. No electrical anomalies were present. Patient was asymptomatic. Lead was explanted and replaced.